Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported in a journal article that during insertion of the femoral component an intraoperative periprosthetic bone fracture occurred. No other documents were provided. Devices analysis: devices analysis could not be performed as the product was not returned for investigation (still implanted). Neither intraoperative pictures and x-rays, surgical notes, nor device lot and reference numbers were received; therefore the event cannot be recreated. Patient factors that may affect the performance of the components such as bone quality and relevant medical history are unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported in a medical journal article that the patient was implanted a cls hip stem (exact catalogue number unknown) between 1994 and 1997. During the implantation, a femoral fracture occurred during insertion of the cls stem. (Journal article: m.r. Streit et al.: high survival in young patients using a second generation uncemented total hip replacement, in: international orthopaedics (sicot) (2012) 36:1129-1136).